Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the patient require a transfusion? Yes, although the surgeon did not consider it to be mandatory. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What were the indications for surgery? Lung cancer left upper lobe. What was the surgical procedure? Vats and lul then conversion to thoracotomy because of bleeding. What vessel was being transected? Left upper lobe segment artery (a3/1) what was the approximate width of compressed vessel? 8mm. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and there was no extraneous tissue within jaws distal to cut line? Yes, but we did not take any photos. Were any staples noticed in surgical field? If so, describe shape. There were stapled staples on the sides (circular) of the vessel, like a hole with staples around it. We closed it with uninterrupted suture. What were the indications for transfusion? Acute bleeding. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient with tuberculosis and hepatitis c. The pulmonary artery was supplied. The stapler had cut but not stapled. The bleeding was controlled with a swab and sutured by hand. Blood loss 400ml. The patient is doing well. Because of the open surgery, the pa could be taken care of quickly, so there were no further harm.

Manufacturer narrative:
(B)(4), date sent: 3/23/2021, d4: batch # u5ea4v. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one pve35a device was received with no apparent damage, with one reload loaded on the device and fully fired, the reload was received with two staples b-formed on the staple line. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use of the device do contain the following caution: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.